Event description:
Reporter indicated that patient experienced a 7-8 second episode of asystole during intraoperative lead test. The asystole was resolved when the programming wand was pulled away from the generator. The surgeon was reportedly uncomfortable continuing with the implant and decided to explant the entire device.